Event description:
It was reported that the patient experienced intense lower leg pain after the trial procedure. The patient was referred for MRI evaluation, and the trial leads were subsequently removed. No further information has been obtained.